Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the cgm reading was 180 mg/dl. When the patient took a fingerstick it was about 50 to 60 points lower. The patient called an ambulance at that moment as he knew the blood sugar was now going to drop quickly. At that moment the patient experienced being shaky and sweaty, and felt like losing consciousness, but confirmed he did not lose consciousness. When the paramedics arrived, the patient was given an injection with a sucrose pen. The patient was then brought to the hospital around 7pm and the blood glucose reading was around 180-200 mg/dl. Initially no treatment was given at the hospital, but when the blood glucose level started to drop again, intravenous treatment with sugar water was started. The patient stabilized after a few hours and was discharged at 6:00 am the day after the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.